Event description:
I got essure implanted in 2009, I immediately had severe cramping and a heavy cycle that lasted weeks. I got the hsg test and it confirmed blocked. My cycles continued to last 3 weeks or more and the cramping, dull pain was continuously, especially if I sat or walked for long period of time. I didn't know that was happening to me. I started getting a rash on both my inner thighs that just won't go away after using numerous prescribed creams. I am currently in a lot of pain. I go to the ER and obgyn almost every other week. I feel myself starting to get worse. My stomach looks as if I am 7 months pregnant and my last child was born 2007. I am currently working to get the essure removed, because it's killing me from the inside. My uterus and pelvic area is filled with scar tissue that continues to grow.